Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels, with a reading of 29 mg/dl. The customer experienced low blood glucose levels and lost consciousness. Later spoke with the customer, and he reported experiencing low blood glucose levels three times, two of which were hospitalizations. No time or date was reported for the other hospitalization. The customer changed the infusion set an hour prior to his blood glucose levels dropping, and was not connected during the manual prime. Troubleshooting was performed, and the daily totals did not add up correctly. Unable to determine if the customer was reading the bolus history correctly. The customer stated that his doctor requested a replacement insulin pump. Nothing further was reported.